Event description:
Asr revision; asr xl system - left hip; reason(s) for revision: component loosening; pain; noise.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, hip(s) to be revised: left, type of hip replacement product: asr xl system, reason(s) for revision: component loosening / pain / noise. Update - added lot numbers on products - 999804754 and 999890147. No details on medical reports as to which component became loose. Update received: 2nd june 2014 - amended dp47 reference number (B)(4), removed head lot number as was invalid left as unknown and queried which component became loose 3x's, but remains unanswered - see attached unanswered query document. Update received: 17th july 2014 - removed revision date as file handler advised hospital confirmed patient has not been revised yet - update - added legal document, marked as legal, added patient name, amended implant date and added revision date, added hospital x 2 , added lot number for head, added all expiry dates and manufacturing dates for head. Patient underwent implant and revision surgery in spain not in the UK. Taken from legal letter dated 12th feb 2015 - ab 18th feb 2015 (B)(6), lot number for head - 2716537.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Hip(s) to be revised: left. Type of hip replacement product: asr xl system. Reason(s) for revision: component loosening / pain / noise. Update - added lot numbers on products - 999804754 and 999890147. No details on medical reports as to which component became loose. Update received: 2nd june 2014 - amended dp47 reference number (B)(4), removed head lot number as was invalid left as unknown and queried which component became loose 3x's, but remains unanswered.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No revision. No serious injury at this time.

Event description:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Hip(s) to be revised: left. Type of hip replacement product: asr xl system. Reason(s) for revision: component loosening / pain / noise. Update - added lot numbers on products - 999804754 and 999890147. No details on medical reports as to which component became loose. Update received: 2nd june 2014 - amended dp47 reference number (B)(4), removed head lot number as was invalid left as unknown and queried which component became loose 3x's, but remains unanswered. Update received: 17th july 2014 - removed revision date as file handler advised hospital confirmed patient has not been revised yet.

Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Update: 23 june 2015. Updated reason for revision to include metal ions and amended product categories to reflect this. Taken from scf 23 june 2015.